Manufacturer narrative:
On (B)(6) 2020 the customer alleged insulin pump went blank display and hospitalized for high blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case corner of the belt clip rails near the battery compartment and end cap address label fading. Device received with blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, motor, battery tube, vibrator, force sensor and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. Successfully utilized thus to download history files. In summary, the customer alleged for blank display was confirmed due to moisture damage on the electrical board 1. Unable to verify customer complaint for high blood glucoses. Moisture damage confirmed inside the insulin pump noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to verify software due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Device received with cracked case corner of the belt clip rails near the battery compartment and end cap address label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer treated in the hospital for high blood glucose. Blood glucose level at the time of the incident was 420 mg/dl. Customer stated insulin pump was not turning on. Customer stated they went to swimming. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.